Manufacturer narrative:
(B)(4). The manufacturer has not been able to evaluate the device. So far the information obtained is that the bio med department in the hospital replaced the battery themselves. The manufacturer has requested to evaluate the device. In addition, information regarding the latest maintenance and battery replacement was requested. So far no information was provided. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that two rotaflow the batteries lasted 60-90 seconds when they were unplugged. They initially showed full charge. Additional information received january 27,2016 there was an acoustic and visual alarm before the unit shut off. The device was never switched just re-plugged in while hand cranking. There was no consequence to patient and it was during support. (B)(4).

Manufacturer narrative:
Information received from the customer has confirmed that they will not be returning the batteries to the manufacture as they have disposed of them. No investigation can take place. The customer did not provide any information on maintenance schedules and battery replacement. There was no patient injury reported.

Event description:
(B)(4).